Event description:
It was reported by the healthcare professional (hcp) that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) code and emitted tones. Technical services (ts) explained the bd alert at high level, the battery depletion analysis test (bdat) results, and the process for resetting the beeper. Ts also provided instructions to the hcp for disabling the beeper due to the possibility of elective replacement indicator (eri) status. The required documentation was sent via email to the hcp. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.